Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation it will be difficult to confirm the reported problem.

Event description:
The hospital reported that during a procedure, the surgeon was unable to maintain a patient tunnel. A second and third unit was opened and the user experienced the same problems. Although there was no malfunction identified with the devices, and because 2 hours had elapsed at that point in the surgery, a decision was made to convert to a bridging approach. No patient complications were reported. This report is filed to capture the bridging approach, even though there has not been a malfunction identified with the devices.